Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02933. Zimmer biomet reference number: cmp-(B)(4).

Event description:
It was reported that a patient underwent an initial hip procedure and the taperloc distal stem was opened for surgery and it was discovered that the implant had punched through the sterile packaging. The surgery was completed with another device. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The following sections were updated: sterile expiration date - jan 31, 2023. (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Manufacturing date - 16th jan 2013.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information updated. The reported event could not be confirmed based on limited information received. Only the stem was returned for evaluation. As the complaint is for a packaging issue and the packaging was not returned, no analysis/testing was performed on the returned part. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.